Manufacturer narrative:
MDR-3009897021-2024-00061 submitted on 19-dec-2024 noted the following: section b5 describe event or problem: on (B)(6) 2024, the following information was provided by marketing specialist: there were two cases regarding activ.a.c.¿ therapy units allegedly not working properly, causing the wound to become soaked in fluid and split thickness skin grafts failed. Section g3 date received by manufacturer: 05-nov-2024 corrections: section b5 describe event or problem: on 05-nov-2024, the following information was provided by marketing specialist: the activ.a.c.¿ therapy unit allegedly did not suction, resulting in the wound soaking and skin graft ulceration. The activ.a.c.¿ therapy unit was used two times. On (B)(6) 2024, the following information was provided by marketing specialist: there were two cases regarding activ.a.c.¿ therapy units allegedly not working properly, causing the wound to become soaked in fluid and split thickness skin grafts failed. Section g3 date received by manufacturer: 25-nov-2024; the alleged event was determined to be a serious injury based on the additional information received on 25-nov-2024. Based on the additional information provided regarding the device, solventum's assessment remains the same; it cannot be determined that the alleged split thickness skin graft failure requiring additional skin graft procedures and prolonged hospitalization is related to the activ.a.c.¿ therapy unit. The device passed quality control checks before and after patient placement.

Event description:
On (B)(6) 2024, the following information was provided by marketing specialist: the activ.a.c.¿ therapy unit allegedly did not suction, resulting in the wound soaking and skin graft ulceration. The activ.a.c.¿ therapy unit was used two times. On (B)(6) 2024, the following information was provided by marketing specialist: there were two cases regarding activ.a.c.¿ therapy units allegedly not working properly, causing the wound to become soaked in fluid and split thickness skin grafts failed. On 03-jan-2025, a device evaluation was completed by solventum quality engineering. On (B)(6) 2024, the device was tested per quality control procedure by solventum service center, and the device passed the quality control checks and met specifications prior to patient placement. On (B)(6) 2024, the device was tested per quality control procedure by solventum service center and the device passed and met specifications after patient placement. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged graft failure is related to the activ.a.c.¿ therapy system. A device evaluation is pending return of the device. No additional information available. Device labeling, available in print and online, states: warning: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternate dressing, such as a wet to moist gauze, as approved during times of extreme need, by treating physician. Deterioration of the wound if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance / expertise of a specialist: if available on the therapy unit, check the therapy history log to ensure the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Dressing changes wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Event description:
On (B)(6) 2024, the following information was provided by marketing specialist: there were two cases regarding activ.a.c.¿ therapy units allegedly not working properly, causing the wound to become soaked in fluid and split thickness skin grafts failed. On (B)(6) 2024, the following information was provided by the solventum representative: on (B)(6) 2024, activ.a.c.¿ therapy unit, serial number (B)(6), allegedly was not working properly and caused the wound to become soaked, which led to skin graft failure. The patient required another skin graft from the donor site for another skin graft placement and prolonged hospitalization. On (B)(6) 2024, a second activ.a.c.¿ therapy unit, serial number (B)(6), allegedly was not working and caused the wound to become soaked in fluid, which led to the second skin graft to fail. The patient required a third skin graft procedure and prolonged hospitalization. After the third procedure, v.a.c.® therapy was not utilized and the skin graft was successful. A photo was provided displaying the patient's wound with a used dressing lying alongside the patient's extremity. On 18-dec-2024, additional information was provided by the solventum representative: the wound was located on the lower leg and measured 2 cm x 7 cm. Following both procedures, the dressing technique consisted of placing vaseline gauze, v.a.c.® granufoam¿ dressing, and elastic gauze. The activ.a.c.¿ therapy unit was set to 75 mmhg after both procedures. No additional information available. On 19-dec-2024, a device history record review for the v.a.c.® granufoam¿ dressing lot number c14064v011 was completed. All end release testing of product and packaging met specifications. A device evaluation of the activ.a.c.¿ therapy system is pending return of the device. The alleged event due to activ.a.c.¿ therapy unit serial number (B)(6) is reported under (B)(4). The alleged event due to activ.a.c.¿ therapy unit serial number (B)(6) is reported under (B)(4).